Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was surgically abandoned and capped due to noise seen on the electrogram (egm) during interrogation. The physician reported that the noise was possibly due to micro fracture. The representative stated that they were unable to recreate noise with isometrics. No adverse patient effects were reported. This rv lead was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.